Event description:
The information received from the affiliate states that the balloon burst at a low pressure during the first inflation. No adverse effects on pt. Procedure was terminated by another balloon. As per the qualrap, no additional pt or procedural information is available.